Event description:
Manufacturer representative reported a patient was not able to move the legs post trial lead implant. The patient was implanted with a specify trial lead and after implant sent to their hospital room. Later that evening the patient was not able to remove the legs. The doctor did a decompression and removed the lead. The patient is now able to walk and has full function. The product was explanted but not returned to the manufacturer for analysis. A follow-up report will be sent if additional information is received.